Event description:
It was reported that the patient was hospitalized due to a stomach infection. It was indicated that the patient was in the hospital around "the middle of the month" in august, and was there for a couple of weeks. About a week later during a home visit, it was reported that the patient had low blood pressure and was readmitted for an additional week. It was stated that the patient blood pressure was "64". The outcome of the patient and event was unknown. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).